Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On 04/17/2026, it was reported by (B)(6) from daybreak that a 51 year old, male patient "stated the button broke from the lower tray on the right side in the middle of the night and noticed in the morning after being worn. No choking occurred". The event occurred on 04/09/2026 and the patient stopped using the device the same day. No harm was caused and no outside clinical evaluation was sought. The sample was requested to be returned and a request was submitted for a remake to correct the damage.